Event description:
The spin screw broke under the screw head during the surgery. The event lead to a reported increase of surgery time of 10 minutes. There was no reported pt injury. Add'l clinical info was requested, it was not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.